Event description:
During cystoscopy with laser lithotripsy, the glass tip of the laser fiber of the fortecmedical smartscope broke. The surgeon removed all glass that was visible. (B)(6). FDA safety report ID# (B)(4).